Manufacturer narrative:
(B)(4).

Event description:
It was reported to a company representative by a medical professional that when attempting to interrogate two patients they received an error message for each one. The programmer was turned off and then on again in an attempt to troubleshoot, but was still seeing the error message. Another programmer was able to be used to successfully interrogate the two patients the same day. Later follow-up by the company representative revealed that after multiple wand and serial cable combinations that once a new usb serial data cable was attached the issues resolved. The usb serial data cable has not been received to-date. Additional relevant information has not been received to-date.

Event description:
The usb serial data cable was received by the manufacturer on 07/06/2016. Analysis was completed on the returned usb to db9 cable and the issue was verified. The cause for the issue was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable printed circuit board, no further anomalies were identified.